Event description:
Suffering from long term, bi-lateral allergy from ethicon pdsii dissolvable stitches at the site of use and adjacent lymph nodes. MFR has been extremely negligent getting information my doctors despite more than a dozen emails. Surgery was in (B)(6) 2020. In (B)(6) 2020, as stitches started to dissolve, swelling and intense itching began. Only steroids w/ singulair and clarinex knocked down the allergic cascade. I put in an ae report right away, and my surgeon added his needed info. When there was no help, I started to reach out to ethicon directly. I have had zero help form them, and they even suggested info went to my surgeon when he claims it was not sent. After hitting a wall with the surgeon, ethicon said I can have info sent to another doctor. My gp put in a request in (B)(6) 2021. We still have nothing, despite ethicon claiming they sent it. I requested info re how it was sent, to who, from whom. Zero from ethicon. I've had to see allergists, ent, have lymphatic drainage and avoid the covid vaccines because ethicon has provided nothing. Allergy tests did not show very much, other than benzocaine with the skin tests. After investigating (with zero help from ethicon) ingredients of pdsii and some other products exacerbating the swelling of my face, there is a high probability that polyethylene glycol in the pdsii is the cause of the allergy. The allergist indicates tests for peg is not readily available, and they seem to have a low reliance as well. I have asked ethicon repeatedly for info on the longest known time for the stitches to dissolve. No answer. I continue to be symptomatic. On my worst days, I swell and it feels like my ear lobes will rip off. My mild days are light swelling with mild itching. It is very important that ethicon provide information on the longest known time for stitches to dissolve, how long it stays in lymph nodes, if there are any treatments to reduce the swelling, what components have proven to provide the most allergic events, if there is an allergy kit available for my allergist to test. I am very dismayed at the state of the industry if a company can go nearly 10 months after reporting and still have provided no information to me or my physicians. Because I have had no info from ethicon, I have sought help from experts on my own. Dr (B)(6) (dermatologist) to discern if a cause of itching and swelling can skin related. Dr. (B)(6) (ent) to see if neck swelling was due to my thyroid. Dr. Mas (allergist) to determine cause of allergy. Dr. (B)(6) (gp) to get medications for allergic cascade. Dr. (B)(6) (surgeon) to get referral for lymph drainage physical therapy to address local swelling.